Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the xenon light source exhibited a b30 communication error. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication error with the scope occurred due to a failure of the output-adapter. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.